Event description:
During a pci procedure, the quantum maverick monorail balloon ruptured at below the rated burst pressure. The number of inflations and atms reached is unknown. No patient injuries or complications were reported. Patient status listed as "good."